Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan to report the onetouch ultramini meter was giving inaccurately high readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On an unspecified date in (B)(6) 2011 the patient obtained a blood glucose reading on the reported meter that she claimed was inaccurately high; the patient was unable to provide the specific result. The patient took the action of taking the oral diabetes medication glyburide in order to lower her blood glucose level. At an unspecified time afterwards, the patient experienced the symptoms of lightheadedness, dizziness, shaking, clamminess and she became unconscious. The patient was taken to the emergency room, where her blood glucose level was tested to be 35 mg/dl to 40 mg/dl. The patient was treated intravenously with glucose. The patient reported she performed a meter to meter accuracy comparison in the emergency room, but she was unable to provide any specific results. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms and blood glucose levels suggesting severe hypoglycemia after taking glyburide based on an elevated meter reading, and received emergency medical attention and treatment with glucose. Therefore this complaint is being reported.